Event description:
It was reported to philips that the allura device would not start up. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry to not start up properly. Review of the system log file and did functional tests showed that a malfunction of current causing the geometry to not start up properly. The fse replaced the mvr low power board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.